Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed via review of merlin.net transmission. Patient presented to the clinic for device check and programming changes. The issue was resolved without sequelae on (B)(6) 2016.